Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test. No device deficiency anomaly or under/over delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. The customer's current blood glucose value was 358 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting. Customer reported that they cannot perform self test. The insulin pump will be returned for analysis.